Manufacturer narrative:
(B)(4).

Event description:
It was reported that the warm up restarted after warm up. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A (B)(4) bluetooth device pairing test was performed and passed. A review of the share logs was performed and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.